Event description:
It was reported by the customer that they were experiencing high and low blood glucose levels between 118 mg/dl and 495 mg/dl. Customer stated they were exercising and overcorrected their bolus amounts. Customer's blood glucose level was 319 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.